Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose of 395 mg/dl. Customer had called multiple times regarding high blood glucose. Customer wanted the device replaced. Customer reported the device had alarmed no delivery alarms and motor error alarms. Customer was not using the device. Customer was advised that the insulin pump will be replaced. Customer will not be returnging the device for analysis.